Manufacturer narrative:
A review of the device history record is not possible as no serial number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the device was used to administer ropivacaine, and instead of selecting ml/hr, the nurse programmed the device to run ml/minute. There were no injuries or symptoms to the patient. Nurse admitted user error. Additional information received (B)(6) 2021 indicated the pump was incorrectly programmed by nursing staff member to a rate of 10ml/5 minutes rather than 10ml/hour. This resulted in the patient receiving more than the prescribed dosage of ropivacaine. The patient experienced no ill effect and required no medical intervention. The pump administered the programmed infusion.

Manufacturer narrative:
H7: an update was made to the clinician manual for the pib-pca pump to clarify the programming limitation only applies to the yellow australian pib-pca pump (stock code 220501y aus), which is not the device involved in this reported incident. The pump was not returned for evaluation; however, the customer stated that the nurse said they programmed the pump incorrectly. The root cause of the reported over-infusion was use error. There was no product failure with the pump related to the reported incident. All information reasonably known as of 25 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.